Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient called the office on (B)(6) 2016 and reported that she felt the device was moving around and that it was causing her pain. It was clarified that the patient was not having problems with the stimulation and that it was the battery device. An examination on (B)(6) 2016 specified that the site had slight bluish red discoloration approximately 1.5 inches around the implant. There was no induration and the device was not adherent to the pocket. There was slight mobility in the pocket. The vertical lumbar incision had the same bruised discoloration. The patient had no chills or malaise. The patient was instructed to ice the ins pocket as needed. The signs of infection will be monitored. The provider continued to monitor with the suspicion of "indolent infection". However, no infection was confirmed. On (B)(6) 2017, the site was essentially unchanged (the site had slight blueish red discoloration approximately 1 inch around the implant, no induration, and the device was minimally adherent to the pocket). There was slight mobility in the pocket and the vertical lumbar incision had the same bruised discoloration. There was no fever, chills or malaise. An examination on (B)(6) 2016 specified the symptoms resolved. The event resolved without sequelae. The event was unlikely related to the device or therapy and possibly related to the implant procedure, specifically the incision site/device tract of the ins pocket. The clinical diagnosis was pocket pain due to device mobility within the pocket and it was indicated that a device diagnosis was not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study indicated that the device diagnosis was that the device was mobile in existing pocket. The clinical diagnosis was scs pocket pain due to device mobility within the pocket.